Manufacturer narrative:
Pr 9410293 follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 3251066. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd the following information was provided by the initial reporter: event date: 12-8-2023 event description: ¿bd insyte auto guard bc shielded IV catheter with blood control technology allowed blood to flow back freely instead of having the normal guard or one way valve to keep it from bleeding until the flush is attached. It caused a big mess as the nurse was not expecting it to bleed like that and was not holding pressure when retracting the needle. Harm to team member or patient? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd the following information was provided by the initial reporter: event date: (B)(6) 2023. Event description: ¿bd insyte auto guard bc shielded IV catheter with blood control technology allowed blood to flow back freely instead of having the normal guard or one way valve to keep it from bleeding until the flush is attached. It caused a big mess as the nurse was not expecting it to bleed like that and was not holding pressure when retracting the needle. Harm to team member or patient? No.